Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the overheating was not confirmed. However, the reported condition associated with the color code stripped off was confirmed. It was determined that the nose cone was missing its color bands and the bearings were no longer in axial alignment not allowing insertion of the cutter, thus not being able to verify the overheat. It was further determined that the nose cone was worn from normal use and the bearings showed minimal corrosion. Based on the life expectancy of the bearings this was consistent with the creation of heat. The assignable root cause of the component damage (cannot insert cutter) was due to worn out bearings, which is normal use and servicing over time. The assignable root cause of the color code stripped off was also due to normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an in-service, it was discovered that the attachment device was overheating and the color code was stripped off. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.